Event description:
The customer reported that the device displayed etco2 error message with a notification to check exhaust. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.